Manufacturer narrative:
(B)(4). Rlt231414/ 12996728 UDI# (B)(4). Also were involved: pxc141000/ 12586943 UDI# (B)(4). Pxc141400/ 13060722 UDI# (B)(4). Pxl161207/ 12766367 UDI# (B)(4). (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2015, the patient underwent treatment of a 25.1mm left common iliac artery aneurysm whereby four gore® excluder® aaa endoprostheses were implanted. The patient tolerated the initial procedure and on (B)(6) 2015 was discharged from the hospital without any complications. On (B)(6) 2018, the patient presented with a gore® excluder® aaa endoprosthesis (unknown) and a completely left iliac artery occlusion, and underwent a femoral-femoral bypass procedure. The patient tolerated the procedure. It was reported that it was progression of occlusive disease distal to the iliac limb, and the event was not related to the aortic device or procedure.

Event description:
On (B)(6) 2018, the patient presented with a gore® excluder® aaa endoprosthesis (unknown) occlusion and a completely left iliac artery occlusion, and underwent a femoral-femoral bypass procedure.

Manufacturer narrative:
Corrected information: event description.